Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer¿s blood glucose was 600 mg/dl. Customer was hospitalized for lymphedema and given new meds for it. Customer treated for high blood glucose with syringes. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer states the drive support cap appears normal (slightly indented). Customer is currently not feeling any signs of high blood glucose but will go to the hospital if his blood glucose won't go down the pump will not be returned for analysis.